Event description:
It was reported that following a percutaneous coronary intervention (pci) for a left circumflex coronary artery lesion, an 8f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed a left common femoral artery (lcfa) puncture with a 5.0 lumen diameter. Reportedly, the puncture site was proximal or close to the inguinal ligament. The angiogram indicated the puncture site was located near the upper border of the femoral head. Hemostasis was successfully achieved with the angio-seal. The next day (exact time unk), the pt's condition changed, a third-degree atrial-ventricular (av) blockage occurred, and the pt's heart rate dropped to the 20 bpm. A CT scan revealed a retroperitoneal hematoma. The pt's condition gradually deteriorated and the pt then expired. The physician commented that the pt has a history of right atrial-ventricular coronary artery blockage; however, it could not be confirmed whether the pt expired due to the retroperitoneal hematoma or the atrial-ventricular coronary artery blockage. What caused the retroperitoneal hematoma could not be confirmed. No additional info is available.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.